Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 5 months. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a pump exchange due to hemolysis, increased lactate dehydrogenase (ldh) levels, and heart failure symptoms. The patient experienced acute renal failure and an ldh greater than 700 u/l; therefore, the pump was exchanged for possible thrombus. The patient is now outpatient and doing well.

Manufacturer narrative:
The report of thrombus was confirmed based on the evaluation of the lvad. The device was returned assembled with the driveline cut approximately 9 inches from the pump housing and the distal portion of the driveline was not returned. Examination of the proximal side of the outlet stator revealed a thrombus formation surrounding the bearing ball. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not conclusively be determined, its areas of denaturation adjacent to the bearing ball, as well as the contact marks visible on the tapered portion of the rotor, indicate that it was present while the device was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it may have contributed to the patient¿s reported hemolysis. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or electrical shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.